Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, customer was hospitalized. There was no reported impact to customer¿s blood glucose. Additional information was not provided, and customer declined troubleshooting with tandem technical support.